Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty turning some adapters, requiring multiple adapter changes, while blood glucose levels were not affected. The patient indicated that supply changes were performed according to the instructions for use, with the cartridge inserted into the device first, followed by the connector and tubing. Some connectors functioned normally, while others were difficult to turn. In response, a box of connectors and cartridges was sent, and the affected connectors were identified as lot number 31643. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.